Manufacturer narrative:
The stapler 45 instrument and stapler 45 reloads involved with the reported event have not been returned for evaluation. No subsequent complaints have been reported to isi regarding the stapler 45 instrument involved with the reported event. The root cause of the patient's post-operative complication is unknown. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs reveal the 3 blue stapler 45 reloads were fired and completed. No incomplete clamps were found. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemi-colectomy procedure, the patient underwent an open surgical procedure to repair a staple line leak that was found post-operatively. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted right hemi-colectomy procedure, a staple line leak was identified and the patient required reoperation. On 09/05/2017, intuitive surgical, inc. (Isi) contacted the isi specialty sales manager, ssm, who was present during the surgical procedure, and obtained the following additional information regarding the reported event: the surgeon fired 3 blue stapler 45 reloads with no issues while using a stapler 45 instrument. There were no reported clamping, firings, or unclamping issues. The patient did not experience any intra-operative complications and the da vinci-assisted surgical procedure was completed successfully. On an unspecified date post-operatively, the patient was found to have a pin-sized hole on the staple line where the stapler 45 instrument was used. The patient underwent an open surgical procedure on an unspecified date to repair the staple line leak. No subsequent post-operative complications have been reported. The ssm spoke to the surgeon regarding the reported event; however, the cause of the reported post-operative complications is unknown. There was no allegation from the surgeon that the stapler 45 instrument or stapler 45 reloads malfunctioned.